Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back right therapy electrode. The patient reported the irritation is red and oozing. Patient has a history of skin issues, unsure if it is psoriasis or eczema. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use gauze and prescribed an mupirocin antibiotic and antibiotic cream by a medical professional. Follow up indicated that the cream is helping with the skin irritation.